Event description:
Report received of an over-delivery of insulin due to operaor error in programming the device. The pt was to receive tpn at 100ml/hour on the on the primary line and 100 units regular insulin in 100ml ns at 7ml/hour on the secondary line in the concurrent mode. A new 100ml bag of insulin was hung at aprox. 6:30am. The pump was reportedly inadvertently programmed to deliver both the tpn and insulin at 100ml/hour. At approx. 7:30am, the pt was to be transported to the x-ray department for a CT scan when the pump alarmed with an unspecified alarm. It was noted that the bag of insulin was empty. The nurse hung a new bag of insulin and resumed the infusion, not noting that the infusion rate was set at 100ml/hour. At approx. 8:30am, while on the CT table, the pt rolled over and occluded their central line, causing the pump to alarm with an occlusion alarm. The rn was resetting the pt's pump when pt noted that the insulin bag was empty and the pump was infusing at 100ml/hour. The pt's blood sugar was reported to be 77mg/dl at this time, with a prior level reported to be approx. 150mg/dl. The pt was given 1/2 amp of d50. One half-hour later, the blood sugar was reported to still be below 100mg/dl, and an additional 1/2 amp of d50 was given. One half-hour later, the blood sugar was reportedly above 100mg/dl and no further intervention was required. The insulin was not resumed for the remainder of the 12-hour shift. The pt was reported to be asymptomatic through the entire event.